Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref: 1627487-2011-04144. The pt received his scs system on (B)(6) 2011. It was reported the pt's stimulation was fluctuating on and off. The pt was also experiencing weakness in his legs, with improvement when the stimulation was turned off. The average impedance was low. The pt later reported the fluctuating of stimulation had ceased. An x-ray was performed and the physician concluded that the left lead had migrated down half of a vertebral body, and the right lead had two contacts veering to the right. The pt was reprogrammed, which eliminated the issue.